Event description:
Device malfunction: stent restenosis and fracture. Time of malfunction: after the procedure. Symptoms/ae: restenosis and left leg pain. Time of symptoms/ae: after the procedure. It was reported that a patient underwent an angioplasty procedure of a restenosed lesion in the superficial femoral artery. The patient reported left leg pain and an angiogram revealed that the stent placed in the left superficial femoral artery lesion had been fracture approximately "3/4" from the stent distal end. A fox plus was positioned at the target lesion, and ruptured at 7atms. The balloon was removed and a second fox plus balloon was used; it also ruptured at 7atms. The second balloon was also removed as a complete unit. A decision was made to deploy a new absolute stent overlapping the fractured stent. The physician stated that he believed that the fractured stent contributed to the balloon ruptures. Though requested, no additional information is available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A cd from the procedure was provided. The review has not been completed. A follow-up will be submitted with any relevant information. The fox plus part # 12757-04, lot # 490902, referenced is being filed under a separate report. The fox plus part # 12757-08, lot # 460903, referenced is being filed under a separate report.